Event description:
It was reported to philips that geometry movement was partly available and the application failed to open on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo q35 ipc coa and reloaded the software, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).